Event description:
Information received indicates the left siderail will not latch due to a missing latch screw.

Manufacturer narrative:
Technician replaced the siderail latch screw to repair the stretcher.